Event description:
Caller reported alarm 16. Blood glucose level did not exceed 500 mg/dl and remained without adverse impact. Caller initially could not reload the original cartridge or resume insulin. Technical support instructed a pump reset, after which the caller successfully loaded a cartridge and resumed insulin delivery.